Event description:
It was reported that the lead was extracted due to oversensing in the ventricular channel. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 51 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the df4 connector was not returned. An extraction aid was found on the distal fragment. Additional cuts into the insulation were found 46 cm proximal to the lead tip. These cuts probably occurred during the surgery. The analysis showed multiple abrasion marks along the lead fragment. In particular 8.5 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil was found deformed and the lead body stretched in the distal region. These deformations probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.